Manufacturer narrative:
Corrected- although a possible temporal association exists between fresenius products and the patient experiencing drain complications during peritoneal dialysis treatment while concurrently having observable fibrin in the effluent and peritonitis; there is no documentation that shows a causal relationship between fresenius products and the adverse events. Fibrin in the effluent is a known potential source for drain complications during peritoneal dialysis treatment. The etiology of peritonitis cannot be determined with the information currently noted in the complaint file. Should additional information become available this clinical investigation will be re-evaluated.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.

Event description:
A peritoneal dialysis nurse called for assistance with drain complications with her patient. The nurse reported that the patient had peritonitis and fibrin. The nurse was advised that the drain complications could be caused by the fibrin.